Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: they had another case of abnormal values of cryatinine, a patient with a history of 0,6, with the same serum sample they had a value of 2,03 and after four repetitions always with the same tube/sample they got a value of 1,16. Finally, the edta tube was used and the patient's history of 0.7 was confirmed. On (B)(6) 2023/pw - update from follow up: they can't confirm the lot because there's a label on top and when it peels off, it rips; had no impact for the patient, the only issue was that the results were discrepant, repeat after repeat.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was erroneous results. The following information was provided by the initial reporter: they had another case of abnormal values of cryatinine, a patient with a history of 0,6, with the same serum sample they had a value of 2,03 and after four repetitions always with the same tube/sample they got a value of 1,16. Finally, the edta tube was used and the patient's history of 0.7 was confirmed. 13jun2023/pw - update from follow up: they can't confirm the lot because there's a label on top and when it peels off, it rips; had no impact for the patient, the only issue was that the results were discrepant, repeat after repeat.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.